Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a cracked end cap. The drive support disk was inspected and was found loose/indented.

Event description:
It was reported that the customer's the insulin pump alarmed, and the drive support cap appears slightly indented. The blood glucose reading was 427mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.